Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead and pace impedance measurements. The health care professional (hcp) indicated that they plan to replaced this lead. However, at this time this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead and pace impedance measurements. The health care professional (hcp) indicated that they planned to replace this lead. However, at this time this lead remains in service. No adverse patient effects were reported. Additional information received indicated that on (B)(6) 2025, the patient underwent a procedure to remove the rv lead. During the procedure the patient's blood pressure suddenly dropped and it was determined that there was excessive bleeding. The physician explored the patient surgically in an attempt to locate the bleeding; however, the only bleeding observed was coming from the liver. The patient subsequently expired. It was further reported that the source of the bleeding was confirmed to be the liver. The patient had no past medical history that was believed to have contributed to their death and the physician did not believe the death was related to the lead or the attempted extraction. The lead remains implanted in the patient.

Manufacturer narrative:
Based on additional internal review, please see corrected patient and impact codes in section f.10. And outcome of adverse event in section b.2. This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead and pace impedance measurements. The health care professional (hcp) indicated that they planned to replace this lead. However, at this time this lead remains in service. No adverse patient effects were reported. Additional information received indicated that on (B)(6) 2025, the patient underwent a procedure to remove the rv lead. During the procedure the patient's blood pressure suddenly dropped and it was determined that there was excessive bleeding. The physician explored the patient surgically in an attempt to locate the bleeding; however, the only bleeding observed was coming from the liver. The patient subsequently expired. It was further reported that the source of the bleeding was confirmed to be the liver. The patient had no past medical history that was believed to have contributed to their death, and the physician did not believe the death was related to the lead or the attempted extraction. The lead remains implanted in the patient.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific determined that this lead exhibited a gradual rise in low-voltage shock impedance (lvsi) measurements. This observation may be consistent with calcification of the defibrillation coil(s); however, can only be confirmed if the lead is returned for analysis. The calcification phenomenon may have contributed to the reported clinical observations. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: cause traced to device design. Gradually increasing lvsi measurements for leads with eptfe coating are suspected to be the result of encapsulation of the lead coil(s) due to calcification. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with eptfe coating to exhibit this phenomenon.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead and pace impedance measurements. The health care professional (hcp) indicated that they planned to replace this lead. However, at this time this lead remains in service. No adverse patient effects were reported. Additional information received indicated that on june 03, 2025, the patient underwent a procedure to remove the rv lead. During the procedure the patient's blood pressure suddenly dropped and it was determined that there was excessive bleeding. The physician explored the patient surgically in an attempt to locate the bleeding; however, the only bleeding observed was coming from the liver. The patient subsequently expired. It was further reported that the source of the bleeding was confirmed to be the liver. The patient had no past medical history that was believed to have contributed to their death, and the physician did not believe the death was related to the lead or the attempted extraction. The lead remains implanted in the patient.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock lead and pace impedance measurements. The health care professional (hcp) indicated that they planned to replace this lead. However, at this time this lead remains in service. No adverse patient effects were reported. Additional information received indicated that on (B)(6) 2025, the patient underwent a procedure to remove the rv lead. During the procedure the patient's blood pressure suddenly dropped and it was determined that there was excessive bleeding. The physician explored the patient surgically in an attempt to locate the bleeding; however, the only bleeding observed was coming from the liver. The patient subsequently expired. It was further reported that the source of the bleeding was confirmed to be the liver. The patient had no past medical history that was believed to have contributed to their death and the physician did not believe the death was related to the lead or the attempted extraction. The lead remains implanted in the patient.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.